Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with infection of l3-4 involved in spinal therapy. Levels implanted: th11-s. It was reported that during use, backed-out screws contacted skin to form pressure ulcer and perforation. There was patients symptoms/ complications reported as a result of the event. There was no delay in overall procedure time. Patient was not hospitalized prolong as a result of the event. Skin flap formation and plastic was performed by department of plastic surgery to extend the fixation on (B)(6) 2020. It was reported patient issue is resolved. There was health damage on the patient reported due to screw back out. On (B)(6) 2020, received additional information that levels screw backed out was l1-l2. Reported all 4 screws backed out hence in revision surgery screws were removed and returned to patient. Confirmed revision surgery was performed due to backed-out screws contacted skin to form pressure ulcer and perforation. Flap formation was performed by plastic surgery. Revision surgery was performed to extend the fixation on (B)(6) 2020 at levels:th10-l2.